Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was returned for evaluation. The shaft was microscopically examined and a broken nickel shaft was observed at 302cm from the tip. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28-feb-2018. It was reported that the catheter became kinked. A direxion hi-flo microcatheter was selected to treat the mildly tortuous and mildly calcified target lesion. During procedure, it was noted that the catheter became kinked. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a broken nickel shaft.